Event description:
It was reported that during surgery an incomplete graft was produced, where there was holes and strips in the graft. There was harm associated and a 10 minute extension in procedure. Due diligence is complete. No additional information is available. At investigation it was indicated that the blade may have contributed to the reported event. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01015-1. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.